Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event and treatment details were not reported. Action taken with dianeal and extraneal therapy were not reported; however, it was reported the patient's pd catheter was removed on an unknown date. The patient's recovery status and outcome of the event were not reported. No additional information is available.